Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and was admitted to the emergency room. Upon investigation, the patient's heart rate was found around 35 beats per minute, and the monitor showed pacing spikes with no associate capture. Further capture confirmed the right ventricular lead was not capturing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.